Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per (B)(6) standard operating procedure since the iabp was manufactured more than a year before the date of event. A (B)(6) field service engineer (fse) evaluated the iabp unit and replaced the executive processor board, and tested the iabp unit and there was no failure. The fse then performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all, calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not boot up and alarmed. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.